Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced a recurrent incisional hernia which was repaired by laparoscopic procedure on (B)(6) 2012. During this procedure, it was reported that ¿multiple holes¿ were found in the previously placed mesh. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/18/2019. Additional narrative: it was reported that the patient underwent a revision surgery on (B)(6) 2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.